Event description:
The pt has two leads from the same lot number. It was reported the pt's stimulation had changed after a recent fall. Diagnostic testing confirmed the leads were ok. Reprogramming was unable to resolve the issue. X-rays have been ordered. Follow-up pending.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.